Event description:
The pt reported there is "water under the led screen" of his insulin infusion device "under the film". He stated he puts his device in a plastic bag while showering. He said after he saw the water under his screen this morning, his device displayed an e7 (electronic error). He stated he could not read the lot number of the battery he had been using but thinks the expiration date is 2008. He said he switched to his back up infusion device. The pt was sent courtesy batteries. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.